Manufacturer narrative:
(B)(4). Currently, it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no motor movement or negligible movement. Retries to free a stuck motor failed on the insulin pump. The customer¿s blood glucose level was 278 mg/dl. The customer stated that they received a pump error in the history. The customer stated that they were not able to rewind the pump. The customer was advised to discontinue the use of the pump and refer to back up plan per health care professional instructions. The insulin the pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.